Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that there was a hole in the distal part of the catheter. The target lesion was located in the superficial femoral artery in the right leg. A 135cm rubicon¿ 18 was selected for use. During procedure, the physician noticed a small hole on the distal part of the catheter where he saw the non bsc wire went through the wall of the catheter. Furthermore, the catheter was removed by pulling out normally and exchanged with another of the same device to complete the procedure. No patient complications were reported. The patient's condition was normal.